Event description:
Reporter reports back to back testing on the same meter while using the advantage system with results of: hi (>600 mg/dl) to 299 mg/dl; and hi (>600 mg/dl) to 172 mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.